Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that approximately 8cm of the distal tip fractured off during a left leg angiogram and migrated downstream in the patient's leg. The tip was retrieved with a snare and the patient is doing fine.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. A kink and puncture near the fuze joint was noted but no elongation or tip separation was found. The complaint could not be confirmed as reported. The root cause is attributed to rough handling during use. A review of the complaint database was performed and no similar complaints were found for this lot number. A review of the device history record was performed and no exception documents were found.